Event description:
It was reported via repair work order that the hi/lo lifts were stuck elevated and were inoperable due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.